Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the force bipolar instrument broke inside the patient. All of the fragments were retrieved during the same procedure which was successfully completed robotically without further complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis evaluation. The instrument was found to have a broken molded insulator on the jaw. The broken piece measures approximately 19.82mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator did not appear to be bent. Additional observation(s) not reported by site were that the instrument was found to have a broken conductor wire broken inside the yaw pulley; within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.